Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open orange (+5v) wire in the trunk cable. The trunk cable showed signs of physical abuse. Additionally, the ECG a and b cable had a pinched pulse wire. The root cause for the open wire was excessive force. The root cause of the damaged pulse wire was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's electrode belt was producing service code 204 (belt/monitor unusable).